Event description:
It is reported that the plastic ring broke off, while injecting cement into the femoral canal.

Manufacturer narrative:
Eval codes: the manufacturing lot was exposed to two gamma irradiation sterilization cycles. The additional results in the device being more prone to fracture. A product removal of this lot was initiated in 2008.